Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital pain ('electric shocks from genitals') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital pain (seriousness criterion medically significant), musculoskeletal pain ("joint/ muscle pain"), fatigue ("chronic fatigue"), migraine ("migraines"), toothache ("dental pain"), paraesthesia ("electric shocks from breasts"), depression ("depressive state") and libido decreased ("decreased libido"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain, fatigue, migraine, toothache, paraesthesia, depression and libido decreased outcome was unknown. The reporter provided no causality assessment for depression, fatigue, genital pain, libido decreased, migraine, musculoskeletal pain, paraesthesia and toothache with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 08-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital pain ('electric shocks from genitals') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced genital pain (seriousness criterion medically significant), musculoskeletal pain ("joint/ muscle pain"), fatigue ("chronic fatigue"), migraine ("migraines"), toothache ("dental pain"), paraesthesia ("electric shocks from breasts"), depression ("depressive state") and libido decreased ("decreased libido"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain, fatigue, migraine, toothache, paraesthesia, depression and libido decreased outcome was unknown. The reporter provided no causality assessment for depression, fatigue, genital pain, libido decreased, migraine, musculoskeletal pain, paraesthesia and toothache with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.